Event description:
It was reported that the insulin pump had a full black screen. The caller stated that the screen was normal on the home screen, but when the buttons were pressed, the user was unable to see any functions, and the screen went black. The customer stated that the screen turned black when she tried to go into any function. The customer's blood glucose was 12 mmol/l. The customer stated that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. The customer stated that the insulin pump's black screen did not disappear and that the device was at normal room temperature. A battery change also did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and a request was made to have th device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.